Event description:
It was reported that during a cranial case the navigation mask was non functional. The procedure was completed successfully. No significant delays or known impact to the patient were associated with the event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a cranial case the navigation mask was non functional. The procedure was completed successfully. No significant delays or known impact to the patient were associated with the event.